Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that occlusion alarms occurred. The customer changed supplies and resumed insulin therapy. The customer's blood glucose level was 188 mg/dl. A systems check was performed with tandem technical support (tts) and no issues were identified. However, the customer reported the customer uses fiasp brand insulin, tts educated the customer this is considered off label insulin use per the tandem user guide.